Event description:
The customer explained via phone call that their insulin pump had a line on the display as well as a backlight that was out, all contributing to making the display difficult to see. The customer's blood glucose was unknown. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer then explained that the pixels in the display were damaged about the size of five lines that went across the entire display. The customer was unaware of how the damage occurred. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to zebra connector cracked. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.